Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead dislodged. A revision procedure took place and the lv lead was surgically abandoned due to difficulties experienced during the removal of the lead. To date, there have been no adverse patient effects reported.